Event description:
This was a lead extraction case to remove one class iib functional lead (durata (B)(4) rv ICD). A 16f glidelight was used for the extraction. During the procedure, the patient's blood pressure declined necessitating rescue. CPR was initiated and a small incision was made to access the heart. No injury was noted, blood products were administered, and the patient was stabilized. Subsequently, the patient's blood pressure declined again, a sternotomy was performed, and bypass was implemented. The heart appeared normal with no injury noted, however, the patient continued to decline and the rescue measures were unsuccessful. The patient did not survive. Speculation was that there may have been injury to the subclavian, however, there was no bleeding into the pocket observed. It was noted that the patient was very sick and had very tortuous, occluded anatomy with significant calcification.